Event description:
It was reported that this brady lead exhibited noise. This brady lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).